Event description:
Boston scientific received information that during a revision procedure a new right ventricular (rv) lead was successfully implanted. Prior to pocket closure, asystole greater than 30 seconds was noted. An x-ray revealed the lead dislodged. As a result, the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism test was unsuccessful, likely due to body fluid infiltration. Laboratory testing was unable to reproduce the reported clinical observations.